Manufacturer narrative:
It was reported that the battery required prolonged charging time and critical battery alarms. The battery was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that a critical battery alarm occurred on (B)(6) 2016 at 05:00:41. During the critical battery alarm, the relative state of charge (rsoc) of the battery was 7%. Typical communication errors will drop the rsoc to 0% rsoc. Given that the capacity dropped to 7% rsoc may be indicative of an estimation error or a device malfunction. However, analysis could not be performed since the device was not returned. The most likely root cause of the reported critical battery alarms can be attributed to an estimation error or a device malfunction, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the battery required prolonged charging time for 10.5 hours in a single episode. The issue could not be reproduced by hospital medical engineer. The battery charging time was considered "normal" during the test. It was further stated "no related alarm and indicator shown defective battery reported". The clinical engineer detected a "critical battery" alarm on (B)(6) 2016. The battery charge at the time of the alarm was 7%, however, when it was last used, which was 8 hours earlier, the charge was 51%. The site suggested that there may be a "battery problem". The clinical engineering team requested that the battery be replaced and returned for further analysis by failure analysis team on february 20th, 2017. According to "crc", the "critical battery" alarm on (B)(6) 2016 was due to patient's handling error. No patient complications have been reported as a result of this event. No further information has been provided.